Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during initial drain. Per the initial report, the home patient (hp) had a leak. The hp stated the third bag came unhooked and started leaking. The hp did not have it together tight. The technical service representative (tsr) stated therapy was over and assisted the hp to end treatment. The hp would start over with new supplies. Global product surveillance contacted hp on (B)(6) 2012, regarding the reported problem. The hp was able to complete therapy with new supplies. The hp stated that during setup he did not get the connection very tight and that is why it disconnected and started leaking. The hp had discarded the original cassette and did not have a companion or know the lot number. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The leak complaint is confirmed due to the improper setupl described by the home patient, who stated the third bag came unhooked and started leaking due to an improper connection. The label review found the labeling adequate for the use error in this complaint. The assignable cause for the reported problem was use error.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.